Manufacturer narrative:
Manufacturer reference number: (B)(4). The stryker account manager reported: 44-101, revcore thrombectomy catheter, 6-20mm, 12fr, 80cm; lot 24100064 was used for mechanical thrombectomy. On (B)(6) 2026, a 42-year-old female patient underwent mechanical thrombectomy using stryker peripheral vascular devices. A revcore catheter was introduced to remove clot in a left iliac vein stent. During the procedure, the revcore became caught on the stent resulting in damage to the stent. The thrombectomy was successful and full patency of the vessel was achieved. There was no indication that the product malfunctioned and the device was not returned thus the failure mode was not confirmed through failure analysis. Manufacturing record, complaint and CAPA reviews showed no issues related to this complaint. The device labelling contains the following warnings: before inserting the catheter for use in patients with stents, ensure the guidewire is properly placed, and not threaded or entangled in the wire mesh or lining of the stent. When revcore is in the path of an exposed stent with broken/fractured struts, a stent <10mm in diameter, or a stent compressed to <10mm, damage to the stent, the coring element, or dislodgment of the stent, etc. May occur. Proceed with caution when using revcore in or near a recently deployed stent. The revcore thrombectomy catheter has not been tested for post-dilatation of stents. Avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel. Do not increase the diameter of the element beyond the native vessel size or beyond the size of the stent while moving the catheter to avoid vascular damage. Stent dislodgement/damage/entanglement, is listed in the device labeling as a possible adverse event/complication. The stryker peripheral vascular medial affairs team determined that although there were no permanent health consequences to the patient, the available information reasonably suggests the stryker pv device likely contributed to the patient's injury.

Event description:
On (B)(6) 2026, a 42-year-old female patient underwent mechanical thrombectomy using stryker peripheral vascular devices. A revcore catheter was introduced to remove clot in a left iliac vein stent. During the procedure, the revcore became caught on the stent resulting in damage to the stent. The thrombectomy was successful and full patency of the vessel was achieved.